Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e102 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #23: return pressure test failure. No trends were detected for these complaint categories. However, a corrective and preventive action has been initiated for the investigation of the cause of drive tube leak/break associated complaints. (B)(4) feedback: the service technician removed the instrument's covers to allow for cleaning and then successfully performed the system checkout procedure. This assessment is based on information available at the time of the investigation. The analysis of the returned photo is still in progress. A supplemental report will be filed when the analysis of the photo is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a leak in the centrifuge chamber at the start of a treatment. The customer stated that the leak occurred at about 250ml of whole blood processed. The customer reported that they aborted the treatment with no blood/products returned to the patient. The customer stated that the patient was given a 500ml saline infusion. The customer reported that the patient was in stable condition. Service was requested. On (B)(6) 2016, the customer stated that there was an alarm #23: return pressure test failure alarm during prime but no other alarms occurred during the treatment. On (B)(6) 2016, the customer reported that the centrifuge bowl did not break or have a leak and that the issue was probably related to the drive tube. A photo was submitted for investigation.

Manufacturer narrative:
A photo was returned for analysis. An evaluation of the photo confirmed the leak; however, a failure mode could not be determined based on the information provided. A root cause could not be determined from the available information, as no manufacturing defects were confirmed. A review of the device history record found no related nonconformances, and the lot had passed all lot release testing. (B)(4). Device not returned to manufacturer.